Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The following devices were also listed in this report: mrh tib rot comp xs-xl; cat# 64812100; lot#68928, gmrs extension piece 60mm; cat#64956060; lot# ejlax, mrs curved fem stem 13 x 127mm; cat#64853713; lot#119280a, gmrs extension piece 80mm; cat#64956080; lot#ef79f, gmrs small axle; cat#64952115; lot#ctd4540, gmrs small femoral bushing; cat#64952105; lot# ldz203, mrhk bumper insert ¿ neutral; cat#64812130; lot#ldx552, mrhk tibial sleeve; cat#64812140; lot# ldx727, gmrs dist fem comp sml l 65mm; cat#64952010; lot#ekj9b, gmrs small femoral bushing; cat#64952105; lot#ldz203, mrh tibial b/plt keel med 2; cat#64813112; lot#eae4m, ti dur reg fluted stem 11x80mm; cat#64786605; lot# ma1s2, simplex hv with gentamicin us 1 pack; cat#6195-1-001; lot#402ba994ku, simplex hv with gentamicin us 1 pack; cat#6195-1-001; lot#402ba994ku, simplex hv with gentamicin us 1 pack; cat#6195-1-001; lot#402ba994ku, simplex hv with gentamicin us 1 pack; cat#6195-1-001; lot#402ba994ku. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It's alleged through the filing of a legal claim that the patient underwent reconstruction of his left distal femur on (B)(6) 2014. It is further alleged that the patient then developed periprosthetic infection with loosening and had to be revised on (B)(6) 2015.

Event description:
It's alleged through the filing of a legal claim that the patient underwent reconstruction of his left distal femur on (B)(6) 2014. It is further alleged that the patient then developed periprosthetic infection with loosening and had to be revised on (B)(6) 2015.

Manufacturer narrative:
An event regarding infection involving an mrh insert was reported. The event was confirmed through review of the provided medical records and x-rays by a clinical consultant. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: procedure-related factors: infection is primarily a procedure-related complication with sometimes additional patient-related risk factors. Patient-related factors infection is primarily a procedure-related complication with sometimes additional patient-related risk factors. The malignancy present in this patient certainly increases infection risk in complex reconstruction surgery. Device-related factors: none, consistent with type of failure through infection. Diagnosis: an infectious complication occurred in a patient with a left femoral malignant bone tumor after wide segmental resection and complex reconstruction with a gmrs/mrh construct requiring a two-stage approach to treatment with irrigation and debridement performed at 9-months replacing the femoral gmrs with a temporary antibiotic spacer construct with staged reconstruction using new gmrs/mrh devices two months later. Outcome for infection treatment was good without signs of recurrence 2-years later. Infection is not device-related. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or sterile lot. Conclusion: a review by the clinician stated: an infectious complication occurred in a patient with a left femoral malignant bone tumor after wide segmental resection and complex reconstruction with a gmrs/mrh construct requiring a two-stage approach to treatment with irrigation and debridement performed at 9-months replacing the femoral gmrs with a temporary antibiotic spacer construct with staged reconstruction using new gmrs/mrh devices two months later. Outcome for infection treatment was good without signs of recurrence 2-years later. Infection is not device-related.